Manufacturer narrative:
Date initial report sent: 07/13/2007.

Event description:
Procedure: pneumonectomy. According to the report, the sulu was fitted on the instrument and the instrument was fired. However, when it was re-opened, the blade did not retract and the sulu came loose, thought the unload button had not been retracted. A piece of the bronchus was caught in the sulu from which the surgeon succeeded in releasing the instrument but used an instrument from a competitor to finish the operation.